Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
During an unspecified orthopedic surgery on (B)(6) 2013, the surgeon was having difficulty locking and unlocking the bit from the coupling. The surgery was not prolonged and there was no adverse effect to the patient. This is report 1 of 1 for complaint (B)(4).